Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the positive flow verify test step during testing. The device was recalibrated to address the issue. Additionally, unrelated to the test fail, the device was found to have feet missing. Feet installed to address the issue.